Event description:
It was reported to boston scientific corporation that a hydro thermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, after the console was set up for the procedure. The button was pressed to advance to fill system and the machine skipped to the last screen and shut down. Additionally, it was reported that saline was noted to be leaking from the cassette. The procedure was successfully completed after installing a second procedure set.